Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the skin. On 2026, it was reported that the patient experienced a skin reaction with redness, inflammation/swelling and ulcer with pus pocket at the needle puncture site, which occurred an unspecified day the sensor had been inserted in the arm. On (B)(6)2026, the patient called back and reported that she had visited a doctor later on (B)(6). The doctor examined her arm and diagnosed an ulcer with a pus pocket. She was prescribed an oral antibiotic doxycycline twice a day for 7 days and topical bacitracin to be applied twice daily until healed, which she started on (B)(6). On (B)(6)2026, the affected area had increased in size to about one and a half inches and appeared inflamed, resembling a cyst, so she applied a 4-inch bandage. She also mentioned that during her visit, the doctor advised that if the condition did not improve after completing the prescribed antibiotics, the area might need to be incised and drained. A follow-up was made on (B)(6)2026, in which patient confirmed that she did not have to go back to the doctor because it was finally getting better. She removed the band aid today and said it's smaller but still tender, bruised and had scabs peeling similar to a sunburn. She still applies bacitracin cream to the area to date. No other details were provided. At the time of the report, the patient¿s condition is feeling better. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).